Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04-may-2024, it was reported by the patient that infusion set was leaking from side of the site within two days of use. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.